Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. An invasive procedure was performed and found the rate sensor was fractured. The physician elected to replace the rate sensing portion with a new rate sensing lead.